Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. System check was being performed by tandem technical support; however, the customer was unable to complete the check at the time of report. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.